Manufacturer narrative:
The patient side manipulator (psm) arm was returned and analyzed. Failure analysis investigation found that the arm failed the in-house slow sweep test. The axis-2 brake was replaced to correct the problem. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is being reported due to the patient side manipulator arm failing the slow sweep test during failure analysis. Although no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
During recertification processing of da vinci surgical system, the patient side manipulator (psm) arm failed the slow sweep test. There was no patient involvement. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments.